Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The driver was not returned. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified with the unknown driver. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. DHR review could not be performed for the unknown driver. Complaint history review could not be performed for the unknown driver. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: no item or lot number available

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant at tooth site # 13 was dropped by the driver during placement. The clinician was able to complete the procedure using another implant and another driver.